Manufacturer narrative:
Reportedly there was no patient involvement device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), during an inspection, the flexible reamer shaft was bent or cannulation was blocked. The reamer shaft did not allow the wire to pass through it. It is possible that bone cement could have blocked the cannulation. There were no procedure and patient involvement. Concomitant device: wire (part/lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Event description:
Updated concomitant device: wire (part: 292.000.502, lot unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 352.040, lot: 2622718: manufacturing site: (B)(4). Release to warehouse date: july 14, 2010. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was completed: visual inspection observed a wire stuck at the reamer connection cannulation. The stuck device was unable to be disassembled at customer quality. Furthermore, one of the reamer tips were slightly bent outward and flared. Lastly the device etch was observed to be slightly worn and illegible. No bending was observed on the shaft portion. No new issues were identified on the other portions of the device. Functional inspection and complaint condition replication was not able to be performed due to stuck condition of the device. However, the returned device condition is consistent with the given complaint description; therefore, the complaint was confirmed. Relevant drawings for the returned instrument were reviewed (both current and from the time of manufacture). Dimensional analysis was not able to be performed on the relevant portions of the given device due to stuck conditions. However dimensional analysis performed on the bent portion of the tip measured out of specification. The out of specification is due to post manufacture damage. A review of the device history records showed that there were no issues at the time of manufacturing of this device and its sub components that would contribute to the complaint condition. No non-conformance reports (ncrs) were generated during the production of this device. While it is possible that any unintended misalignment of mating devices during insertion could have caused to complaint condition, a definitive root cause for the given complaint condition could not be determined from the provided information. During the investigation no unidentified issues were found. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation therefore, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.